Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii y intravascular catheter the prn was loose and leakage occurred. Prn was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to chest tightness, the patient was given the indwelling needle at 11:04 p.m. On the same day to open the vein to clear collages. The connection between the indwelling needle and the heparin cap was not tight, and the patient's blood flowed out. The heparin cap was replaced immediately.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2262334 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii y intravascular catheter the prn was loose and leakage occurred. Prn was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: due to chest tightness, the patient was given the indwelling needle at 11:04 p.m. On the same day to open the vein to clear collages. The connection between the indwelling needle and the heparin cap was not tight, and the patient's blood flowed out. The heparin cap was replaced immediately.